Event description:
Additional information received on (B)(6) 2015 noted a polyform synthetic mesh was implanted in the patient.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure to treat her stress urinary incontinence and pelvic organ prolapse. Following the procedure, the patient experienced pelvic pain, erosions, adhesions, hematuria, and recurrent infections of the tissue around the mesh (specifics and date/s of onset unknown). Reportedly, the patient underwent revisionary surgeries (specifics unknown) on (B)(6) 2007; (B)(6) 2009; (B)(6) 2010; and (B)(6) 2011, and still continues to experience chronic physical pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.